Event description:
It was reported that this lead was explanted on (B)(6) 2019, due to all leads had very high or no capture. There was also, an additional lead that previously had been cut that was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).